Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, two gore tag thoracic endoprosthesis (tg4020/lot# 03904972 and tg4020/lot# 03904973) were implanted. Four months later, one gore tag thoracic endoprosthesis (tg4015/lot# 04160061) was implanted.

Event description:
In 2007, two gore tag thoracic endoprosthesis were implanted to repair a descending thoracic aortic aneurysm. Postoperatively, the patient presented with a distal type I endoleak. Approx four months later, a gore tag thoracic endoprosthesis was implanted and the distal type I endoleak was successfully repaired. It was reported that the patient tolerated the procedure.